Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Visual inspection of the implants showed bone on-growth on the porous surface of the implant. Separation between the liner and the shell was noted. Damage to the edge of the xlpe liner was apparent; this is likely due to the multiple dislocations mentioned in the complaint statement. Based on the information provided, the cause for the multiple dislocations was unknown.